Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s mother), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The reporter alleged that the inaccuracy with the meter started at 6:43am on (B)(6) 2018, when the patient obtained an alleged inaccurately high blood glucose result of ¿405/410 mg/dl¿ on the subject meter compared to ¿360 mg/dl¿ on an unknown meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with humalog insulin which she self-adjusts. The reporter denied that the patient had made any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She reported that an unknown time later, her daughter developed symptoms of ¿shaky, tired and not feeling well¿; she indicated that the symptoms were ¿on and off¿ and she associated the symptoms with low blood glucose levels. She denied that the patient required any treatment above or beyond the usual routine of diabetes care and management. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The reporter did not have test strips and control solution to perform a control solution test. A replacement meter, test strips and control solution were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaky, tired and not feeling well, after obtaining an alleged inaccurately high blood glucose result on the subject meter and continuing with her usual diabetes management routine.